Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Subsequently, the patient had an arthroscopy with lysis of adhesions approximately 10 months later due to arthrofibrosis, stiffness, pain, difficulty walking, and adls. The patient's issues resolved approximately 2 weeks later. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42532007102 - tibia cemented 5 degree stemmed right size e - 64831150, 42522100810 - articular surface medial congruent (mc) right 10 mm height use with tibia sizes e-f/cr femur sizes 8-11 - 64781936, 42540000032 - all poly patella cemented 32 mm diameter - 64843478, unknown - unknown cement - unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2022-00255, 3007963827-2022-00256, 0002648920-2022-00212.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Subsequently, the patient had an arthroscopy with lysis of adhesions and manipulation under anesthesia for limited flexion approximately 10 months later due to arthrofibrosis, stiffness, pain, difficulty walking, and decreased adls/mobility without noted complications. Symptoms resolved approximately 2 weeks later. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: unknown - unknown palacos plus gentamicin antibiotic-loaded cement - unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 110034355 - refobacin bc r 1x40 us - z23aah2204. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.